Manufacturer narrative:
User reported issue was confirmed. Device was found to have a speaker issue and a new speaker was installed. The device was retested to meet all the specifications. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The device was reported to make no noise to alarm. No patient was involved in this case.